Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device returned for service. The root cause can not be determined. No additional information at this time. Device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
The customer returned the device reporting that it displays the same fault, intermittent failure as of (B)(6) 2012. The customer reported that the e-pen stopped at the beginning of the osteotomy. At the beginning of the surgery the e-pen was correctly assembled and it worked for a few seconds just for testing. When it carne time for the osteotomy it would not start, with and without adapters. The surgery prolonged for more than schedule waiting for another e-pen to be arranged and assemble, which remains more time under anesthesia. This e-pen had already been sent to technical service but it did not work properly since the previous service. This is report 1 of 1 for complaint #(B)(4).